Manufacturer narrative:
D2b: pro code: obj. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the telescope and the imaging window were kinked. Microscopic inspection revealed an ic windup with broken drive and coaxial cable began 25.2 cm from the distal end of the connector shaft. The impedance test showed an electrical open proximal.

Event description:
It was reported that a catheter issue occurred. The patient was under local anesthesia. The 100% stenosed target lesion was located in the mildly tortuous left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Dark images occurred and during the automatic pullback the catheter got separated. The device was completely removed, and another of the same device was used. A dissection was noticed, and the physician could not determine where he was inside the vessel. The physician did not consider the opticross catheter to have caused or contributed to the dissection and decided to bring the patient back later. There were no patient complications related to the opticross catheter, and the patient was stable.

Event description:
It was reported that a catheter issue occurred. The patient was under local anesthesia. The 100% stenosed target lesion was located in the mildly tortuous left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Dark images occurred and during the automatic pullback the catheter got separated. The device was completely removed, and another of the same device was used. A dissection was noticed, and the physician could not determine where he was inside the vessel. The physician did not consider the opticross catheter to have caused or contributed to the dissection and decided to bring the patient back later. There were no patient complications related to the opticross catheter, and the patient was stable.

Manufacturer narrative:
D2b: pro code: obj.